Event description:
It was reported that approximately ten days post-implantation, the patient underwent a right hip revision due to a fall and periprosthetic fracture. The patient was revised from a hemiarthroplasty to a total hip. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 163661, lot# unk, 28 mm dia cocr mod hd, 3 mm nk. G2: foreign: event occurred in the netherlands. H6: proposed component code: mechanical (g04); stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.